Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's date intermittently became inaccurate. In addition, it was reported that a cartridge alarm 05 occurred, and that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer's blood glucose level was 145 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation determined the settings issue was verified; however the cartridge alarm, and load fill estimate issues could not be verified.